Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll next gen 5.4qt clear 20/pack were missing lids. This occurred on 6 occasions. The following information was provided by the initial reporter: it was reported missing lids.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without this information, the complaint cannot be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that sharps coll next gen 5.4qt clear 20/pack were missing lids. This occurred on 6 occasions. The following information was provided by the initial reporter: it was reported missing lids.